Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a lower than expected energy output. There was no patient involvement.

Manufacturer narrative:
Methods, results, and conclusions codes updated.